Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be performed. Unable to provide UDI due to no list or lot number provided. E1 initial reporter phone number continued: (B)(6).

Event description:
The event occurred on an unspecified date and involved an unspecified needless connector (nc) "plunger." It was reported on the oncology unit the nc ¿plunger¿ was staying activated after disconnection and leaking chemotherapy. The nc was changed prior to the transfusion. There was patient involvement, unknown human harm and unknown delay in therapy reported.